Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "open #8rt ps femoral component box, staff found the outer blister broken. They opened a backup implant same catalog number with no adverse consequence to pt."